Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, under fluoroscopic guidance, the distal flange was deployed into the stomach and was inadvertently reattached to the endoscope and proximal flange became lodged within the scope's channel. There were patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of february 1, 2025, was chosen as the best estimate based on the reported date of event of february 2025. Block d2b: additional pro code (product code): pcu. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: user facility report number: (B)(4). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue imdrf device code a150208 captures the reportable event of stent second flange stuck in scope.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of february 1, 2025, was chosen as the best estimate based on the reported date of event of february 2025. Block d2b: additional pro code (product code): pcu. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: user facility report number: (B)(4). Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a150208 captures the reportable event of stent second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, under fluoroscopic guidance, the distal flange was deployed into the stomach and was inadvertently reattached to the endoscope and proximal flange became lodged within the scope's channel. There were patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block h10 (related report number) and block h11 (additional MFR narrative). Block b3: the exact event onset date is unknown. The provided event date of february 1, 2025, was chosen as the best estimate based on the reported date of event of february 2025. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue imdrf device code a150208 captures the reportable event of stent second flange stuck in scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on an unknown date. During the procedure, under fluoroscopic guidance, the distal flange was deployed into the stomach and was inadvertently reattached to the endoscope and proximal flange became lodged within the scope's channel. There were patient complications reported as a result of this event.